Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the implantable cardioverter-defibrillator was unable to be interrogated. It was noted within the last 6 months, the device's battery estimate was at approximately 3 years. It was presumed the device cannot be interrogated due to the battery was at end-of-life. The device was explanted and replaced on (B)(6) 2020. The patient was stable.